Manufacturer narrative:
Received one (1) used 142730490 plum 150 ml burette set for inspection. No damages or anomalies noted. The set was primed per packaging directions and each clamp was engaged and would stop flow as expected. A flow test was performed using an ICU plum pump. There were no cassette errors, no occlusion alarms were generated, no air in line alarms were generated and no restrictions in flow were observed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. The reported complaint was unable to be replicated or confirmed.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined. Additional information: e1 - initial reporter phone: (B)(6).

Event description:
It was reported that a plum burette set generated a free-flow event. Although the green clamp was closed, the solution continued dripping down. The senior qa associate also mentioned that no further information is available for this complaint. There was no patient harm reported.